Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that pre-operatively the patient was diagnosed with degenerative scoliosis. After inserting the cage to the l2/3 level, the inserter was reattached for additional insertion and the insertion was attempted. But it did not move and the cage broke from the attachment part when hit with a hammer. The broken parts were collected and discarded due to blood contamination. The cage remained in the patient and was left as it was. There was no reported impact to the patient. Additional information was received stating that there was no plan from the site that a revision procedure would be performed. The fragment pieces remained at the implant level.